Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50x28mm synergy¿ drug-eluting stent was selected for use. During preparation, when the recover protection of the stent was removed, it was noted that the stent was also removed and unmounted on the stent delivery system balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specification. A review of the associated batch records has also been completed and the maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device. The specified inside diameter of the stent protector (ID) was found to be: 0.044"". Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The stent protector offers full protection to the crimped stent and device tip. Based on the analysis and the type of damage evident; it is possible that the stent detachment occurred during the preparation and handling of the device during removal of the stent protector. The bumper tip of the device showed signs of damage to the distal edge of the tip. The damage may have occurred due to handling of the device during preparation. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several lumen kinks on the inner shaft wall. This type of damage is consistent with excessive tensile force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50x28mm synergy drug-eluting stent was selected for use. During preparation, when the recover protection of the stent was removed, it was noted that the stent was also removed and unmounted on the stent delivery system balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.